Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: 0013298789; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-2329; product lot number: 0013406920; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, severe leaflet calcification was present. The valve was recaptured twice prior to implant. It was reported to have dislodged on release; an isolated left coronary cusp view was used to check implant depth. The valve implant depth was approximately 8 mm, and moderate paravalvular leak (pvl) was reported. A post-implant balloon dilation with a 25 mm balloon was performed, which improved the paravalvular leak to mild. A decision was then made to implant a non-medtronic valve inside the evolut fx+ due to pvl, with marginal improvement and pvl appearing mild on post-operative echocardiography. Diastolic pressure increased from 60 mmhg to 68 mmhg, and the patient was reported to be stable leaving the procedure.